Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral approach. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel in the left leg below the knee. After a guide wire was crossed the lesion, a 3.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for pre-dilation. However, during second inflation at 8 atmospheres for 8 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.